Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller has been doing research on spinal cord stimulators and online she has found that some people experience shocks when going through security devices at grocery stores. Caller did not know any information about the patient or any further event information. Caller wanted compatibility guidelines for invisible electric fence and dog shock collars. No further complications were reported.